Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the inform meter showed signs of an electrical short. Connector pins 3 and 4 are burned, and the plastic housing under the pins is melted. No adverse event reported. Requested return of suspect device and replacement was sent.